Event description:
The pump was returned to the manufacturer for disposal with no additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8731 lot# b004866n31 implanted: 2003-(B)(6) explanted: 2007-(B)(6). (B)(4). Analysis of the pump revealed motor gear train anomaly and corrosion.